Event description:
It was reported that the rn administered iron sucrose at 1427. Per mar, the medication should have hung ivpb. The medication correctly programmed in set up and administration tab on pump. The medication was programmed to deliver 265 ml of medication. The large volume pump module alarmed saying infusion complete. However, there was still approximately 50 ml left in iron sucrose bag. Rn notified picu charge rn, picu pharmacist, and picu educator. After discussing the situation, the pump was reprogrammed to deliver the remaining volume at the same rate it was previously running. The customer thinks that it was possible there was inadequate distance between primary and secondary bags or a possible pump malfunction. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the rn administered iron sucrose at 1427. Per mar, the medication should have hung ivpb. The medication correctly programmed in set up and administration tab on pump. The medication was programmed to deliver 265 ml of medication. The large volume pump module alarmed saying infusion complete. However, there was still approximately 50 ml left in iron sucrose bag. Rn notified picu charge rn, picu pharmacist, and picu educator. After discussing the situation, the pump was reprogrammed to deliver the remaining volume at the same rate it was previously running. The customer thinks that it was possible there was inadequate distance between primary and secondary bags or a possible pump malfunction. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of under infusion was not confirmed or replicated during the investigation. The returned device was evaluated to the extent of the tests and no anomalies were observed during laboratory testing. Laboratory test performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended. The event was reported to have occurred on (B)(6) 2024 at 2:27 pm. On (B)(6) 2024 at 2:38:52 pm, the pump module was selected, and the user programmed a primary infusion using ¿guardrails IV fluids¿ drugid= 7 was selected ¿.ns¿ and programmed a duration of 30 minutes and a vtbi of 25 ml. Then the user programmed a secondary infusion of iron sucrose with a duration of 1 hour 30 minutes and a vtbi of 265 ml. The infusion was started. At 6:58:28 pm the infusion was stopped. The unit was removed on (B)(6) 2024 at 7:37:21 am. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was opened for this investigation, please ensure proper assembly and re-torque all screws to specifications. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Root cause: the root cause of the reported under infusion was not identified during the investigation. Note that imdrf annex a0401, a1801, g04037, g02017, c07, c0601, d15 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.